Manufacturer narrative:
The sapien xt valve was not returned to edwards as it remains implanted the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the ts is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, complaint was confirmed by follow up echo. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 8 months post valve implant could not be confirmed but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Valve remains implanted in patient.

Event description:
As reported by our affiliate in (B)(6), 5 years and 8 month post implant, a 29mm sapien xt valve was failing. A new 29mm sapien 3 valve was implanted. A 29mm sapien xt valve was implanted in the aortic position. Approximately 5 years and 8 months post implant, follow up echo indicted the valve was heavily calcified with severely thickened leaflets. A mean gradient of 47mmhg and a valve area of 0.8 cm2 were observed on echo. No obvious thrombus was reported. The patient reported experiencing intermittent chest pain while being worked up for gastric bleeding. The patient also had a cath that showed a 50% lad lesion, that was treated medically, which also could have been the cause of the reported pain. A valve in valve procedure was done with a 29mm sapien 3 valve with good results. At the time of the report, the patient was in stable condition and had been discharged.